Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when mobilizing mesentery on a laparoscopic modified duodenal switch, the ligasure device had partial seal when oozing was present that needed multiple reseals to address even noted with energy delivery. End tone and regrasp alarm were heard. They open another ligasure device to complete the case. There was no patient injury.